Event description:
Pt underwent a mastectomy procedure in 2003. A drain and reservoir was placed. Pt presented with an infection 2 weeks later. It was noted that the anti-reflux valve of the reservoir was not functioning properly. The drain and the reservoir were placed. The infection was identified as methicillin resistant staphylococcus aureus. The pt was treated with antibiotics and has recovered.